Manufacturer narrative:
One cardiomems patient electronic system and accessory set was received for evaluation. Visual inspection revealed the power supply's wires were exposed. The power cord was undamaged. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported exposed and frayed wires and sparking of the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.